Manufacturer narrative:
Age at time of event: the patient was reported to be in their 80s. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced cloudy effluent, drain pain and distress (no further details). The cause of the events was not reported. It was reported was receiving an unspecified medication for an unspecified indication. It was reported the patient experienced cardiac depression and was admitted to the hospital (the following day). On an unspecified date, the patient passed away. The cause of death was reported as related to the heart related. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 07/06/2021.